Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device became worse due to noise. Subsequently there was a complete loss of access to sound with the device. The recipient was re-implanted with a new device on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The hearing performance with the device became worse due to noise and subsequently there was a complete loss of sound. The user was re-implanted.